Manufacturer narrative:
UDI #: (B)(4). The intraocular lens was returned to the manufacturing site for investigation. Visual inspection of the return sample shows the lens is cut in half, most probably to make explant possible. The complaint cannot be confirmed. Due to the condition of the returned lens, no further investigation was possible. A review of the manufacturing records was performed. There were no non conformances with respect to the final product release process. There were no associated nonconformity reports or deviations. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data showed that the lens was within power specification. A search on complaints revealed that no other complaints for the production order number were received to date. No non-conformances or assignable cause were identified. The documentation showed that the production order was manufactured according to specifications. The lens met specification prior to release. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that intraocular lens (iol) was explanted from the patient's right eye in a secondary procedure. The reason for the explant was anisometropia (unequal refractive errors in two eyes). No vitrectomy was reported. No incision enlargement was reported. No further information was reported.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.